Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation..

Event description:
It was reported a saline bag backfilled on a dialysis machine during setup with no patient involvement. The reporter stated he checked the drain line for occlusions and found none, and that he confirmed that the drain was at its' proper height. The issue could not be duplicated and the machine is back in service with no components replaced and no other repairs performed.